Event description:
Following an angio-seal device deployment during 2001, the patient developed a septic emboli and subsequently experienced a fever of 102 degrees. Two blood cultures tested positive. During a conversation the st. Jude medical clinical services rn, the physician was provided information on the recommended treatment for the infection, which consisted of administering antibiotics, removal of the device as recommended in the IFU, or both. It is the physician's decision as to which option to initiate, depending upon the medications and health issues related to the pt. No information as to the status of the patient or if intervention was required was available at the time of this report.